Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A 3.5x15mm nc trek balloon dilatation catheter was returned with a note on the chipboard box stating "balloon stretched." The procedure was successfully completed with a new nc balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided. The return device analysis found that the inner member and proximal marker of the 3.5x15mm nc trek (bdc) were separated at the proximal end of the proximal marker.

Manufacturer narrative:
(B)(4). Visual inspections was performed on the returned device. The reported stretch was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.